Event description:
The customer reported that the device had an alarm. In addition, the customer was hospitalized for high bgs and dka. Troubleshooting was performed. It was found that the customer had bent cannulas often. Also the customer mentioned having difficulties with priming in the past. In addition the customer indicated that they had a site that was red, sore, swollen, and had a discharge a week ago. Advised the customer to contact their doctor if it happenes again.